Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to the zoll medical technical service department for evaluation and the malfunction was duplicated. Root cause analysis of the system board found a cold solder joint to be the cause of the malfunction. The system board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.